Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the tip of drill guide broke. According to sales rep, when the pedicle marker was inserted in pedicle, the surgeon touched other instruments to the pedicle marker and the tip of the marker broke. Therefore the surgeon removed the fragment of the pedicle marker.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of a xia 3 titanium pedicle marker tip fracture was confirmed via a visual evaluation of the returned part. The returned marker was received broken into 2 separate pieces. A material analysis was performed on a similar complaint as the returned marker was analyzed visually and using sem. It was confirmed that the breakage it experienced was due to an overload. Furthermore, no manufacturing defects were identified during this analysis. Lastly a manufacturing review of the product did not reveal any relevant nonconformities. Conclusion: the most likely cause of the event is an overload during insertion of the pedicle marker.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported event of a xia 3 titanium pedicle marker tip fracture was confirmed via a visual evaluation of the returned part. No manufacturing defects were identified during this analysis. The returned marker was received broken into 2 separate pieces. A material analysis performed on a similar complaint for a pedicle marker, visually and using sem, confirmed that the breakage it experienced was due to an overload. The most likely cause of the event, drawn from a similar investigation, is a an overload during insertion of the pedicle marker. Conclusion: the most likely cause of the event, drawn from a similar investigation, is an overload during insertion of the pedicle marker, as was confirmed by material analysis.

Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the tip of drill guide broke. According to sales rep, when the pedicle marker was inserted in pedicle, the surgeon touched other instruments to the pedicle marker and the tip of the marker broke. Therefore the surgeon removed the fragment of the pedicle marker.